Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the customer select 3 leads ECG waves to show on screen, but only one wave is showing at a time. There was no negative patient impact.